Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) ketosis[ketosis]. Hyperglycaemia[hyperglycaemia]. Case description: this solicited report received from a post-marketing observational study - predictable results and experience in diabetes through intensification and control to target: an international variability evaluation, was received a doctor as "nausea, vomit, anorexia, muscular contraction" and concerns a male patient treated with levemir (long acting insulin detemir) in 2007 and novofine 31g (device) for type I diabetes mellitus (diagnosed 4 years and 2 month ago, exact date unk). Patient's concomitant medication: amoxicillin 500 mg twice daily due to gastroenteritis infection and magnesium milk 2-3 times/daily. Historical drug: insulin glargine from diabetes mellitus was diagnosed until levemir was initiated. On the same month, the patient started to suffer from hyperglycaemia. The patient had had food of suspicious hygiene which led to gastrointestinal infection one day prior to original date. On four days later, the patient inhaled insecticide and developed nausea, vomiting, anorexia and muscular contraction. The patient started to decompensate (metabolic) and developed hyperglycaemia and ketosis. The patient was hospitalized and was treated with fluids for hydration, potassium and rapid acting insulin. On two days later, the patient was discharged from the hospital. The patient was switched from suspected product levemir to humulin n 45 units/daily. The patient recovered completely from the event the day prior to original date. Laboratory data from the period immediately before levemir was started: glycosylated haemoglobin 9.7% and glucose 220 mg. Analysis result: product: levemir flexpen .0024 mol/l. Lot no.: tp51004. Drug conclusion: the returned product was examined visually. Furthermore, the parameters identity, assay and insulin determir related impurities were examined. The product was found to be normal. The results were found to comply with specifications. A reference sample was examined macroscopically. Furthermore, the parameters identity, assay and insulin determir related impurities were examined. A ph analysis was also performed. The reference sample was found to be normal. The results were found to comply with specifications. Case conclusion: product information: nothing abnormal was found with the device mechanism. The observed problem with the gap is due to incorrect handling during use. The insulin was found to be normal. Product: novofine g31. Lot no: na. Needle conclusion: a needle, which has been used for injection by the user, was blocked upon receipt of the complaint in nnas. Most likely this fault occurred during use of the needle. Product information: the observed problem with the needle is due to incorrect handling during use. Reporter's causality (both events): possible. Novo nordisk's causality (both events): possible. Based on information received on 10-dec-2007 the novofine g31 was changed from a concomitant to suspect product. Comment: reporter's comment: provoking factor for the ketoacidosis: "insecticide is not considered a direct provoking factor for the ketosis, but given the neurological symptoms; muscular spasm and sleep changes, added to an insufficient insulin dosis, the most probable a is gastro infection. All this worked together to cause the ketoacidosis."